Manufacturer narrative:
Correction section h6: additional patient code was added to this record.

Event description:
Additional information received that only ipg was explanted on (B)(6) 2020 and leads were not explanted as the infection was only at the ipg site. Also the infection was resolved and patient was re implanted with new ipg.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced the ipg protruding through their skin. The patient was started on an antibiotic treatment. To further address the issue, the patient¿s system was explanted on (B)(6) 2020.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.